Manufacturer narrative:
Examination of the submitted tibial insert component confirmed polyethylene wear secondary to the fractured femoral adapter. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Device not returned to mfg.

Event description:
Patient was revised to address pain. There was gray tissue between the sleeve and under surface of the femoral head.